Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead became pulled back and dislodged. It was further reported that the leads exhibited high thresholds. Both leads were scheduled to be revised and remain in use. The patient noted feeling, "thumping in the chest." No further patient complications have been reported as a result of this event.